Event description:
At 0835 on (B)(6) 2013, long-term care resident was being transferred from bed to wheelchair with mechanical lift. Sling strap slipped off bar causing resident to fall from lift to floor. Resident stuck head on base of the lift causing bilateral acute subdural hematomas and a left wrist contusion. There was a change in her mental status. Pt was immediately transferred to the emergency department where a cat scan revealed the hematomas. An x-ray was taken of her wrist and was negative for fracture. She was subsequently transferred to the ICU where she remained for 3 days. She underwent close monitoring; however, the family declined neuro-surgical intervention as that would have required transfer to another facility. She returned to the long-term care facility where the incident occurred. Pt continues to demonstrate mental status changes, which are worse compared to her baseline.